Event description:
CT imaging examination was performed on a patient implanted with the subject ICD. Before the examination, the patient was placed on the CT table and lied down to perform a normal ICD check. At that time, there was no problem in measuring the r-wave amplitude, pacing threshold, ra and rv impedance. However, a telemetry error occurred during svc and rv coil continuity measurement, which made measurements not possible. When the doctor changed the position of the programming head and performed it again, the measurement was possible. Therefore, the treatment setting was turned off. After that, the CT imaging examination was completed without any problems. After the CT imaging test was completed, the treatment setting was changed to on again and the normal ICD check was performed. The r-wave amplitude, threshold, ra and rv impedance measurements were fine. However, as before the examination, a telemetry error occurred during svc and rv impedance measurement, and measurement was not possible. The message "test failed due to loss of inductive telemetry" was displayed on the programmer screen. The doctor could not perform the measurement, even when reapplying the programming head many times. He could not measure even if he changed the pacing rate to 100ppm, 110ppm, 60ppm or 70ppm. The device was re-interrogated and measurements were performed again, with the same results. The session was ended and the programmer restarted. Re-interrogation and measurement was performed, but ra and rv lead impedance measurements could not be performed. However, when the pacing rate was changed to 120 ppm and the measurement was carried out, the measurement was possible.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
CT imaging examination was performed on a patient implanted with the subject ICD. Before the examination, the patient was placed on the CT table and lied down to perform a normal ICD check. At that time, there was no problem in measuring the r-wave amplitude, pacing threshold, ra and rv impedance. However, a telemetry error occurred during svc and rv coil continuity measurement, which made measurements not possible. When the doctor changed the position of the programming head and performed it again, the measurement was possible. Therefore, the treatment setting was turned off. After that, the CT imaging examination was completed without any problems. After the CT imaging test was completed, the treatment setting was changed to on again and the normal ICD check was performed. The r-wave amplitude, threshold, ra and rv impedance measurements were fine. However, as before the examination, a telemetry error occurred during svc and rv impedance measurement, and measurement was not possible. The message "test failed due to loss of inductive telemetry" was displayed on the programmer screen. The doctor could not perform the measurement, even when reapplying the programming head many times. He could not measure even if he changed the pacing rate to 100ppm, 110ppm, 60ppm or 70ppm. The device was re-interrogated and measurements were performed again, with the same results. The session was ended and the programmer restarted. Re-interrogation and measurement was performed, but ra and rv lead impedance measurements could not be performed. However, when the pacing rate was changed to 120 ppm and the measurement was carried out, the measurement was possible.